Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during a dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, the gauge needle would not move when pressure was applied. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during a dilation procedure performed on (B)(6) 2018. According to the complainant, during preparation, the gauge needle would not move when pressure was applied. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4). A visual examination of the returned complaint device did not show damage. The black metal case was found to be loose. The unit was missing luer fitting. The needle was also afloat and the inflator bulb was severely discolored. The unit was an old style pre (B)(6) 2012. Functional evaluation was unable to be performed as the internal gauge components were damaged and the device displays years of severe use and cleaning. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is end of life problem identified since the problems traced to the device reaching the end of its useful life.